Event description:
It was reported that the device was used during a thyroidectomy procedure. In the recovery room, thirty minutes after the procedure, the patient (a woman) had a suffocating hematoma. Under the suture, hematoma pressed the trachea, preventing her from breathing properly (life-threatening). The hematoma is potentially due to a clip that did not hold after placing. They opened the outer suture so that the blood drained and no longer pressed on the trachea. They have not looked if a clip did not hold after placing. To date the patient is well. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how many clips were fired during the procedure? / unknown. Were there any issues with the device during the procedure? Any firing or loading issues experienced? / unknown. Please confirm if the surgeon experienced any clips not holding during the initial procedure? If so, how did the surgeon address the situation? / no, but he had some clips blocked; he tried to close the handles softly. Was the surgeon able to confirm the clips did not hold? / unknown. What is the patient¿s current status? Alive, she went back home. It is unknown if the patient had to remain a longer time at the hospital or not. What is the patient¿s sex, age, weight? / female. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.